Event description:
It was reported by repair work order that the lock bar strut is broken in half and the flange bearing was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.